Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the strange line from left breast to stomach area ¿seemed to be almost a band of tissue. It is hard to describe. It resolved itself after quite a while.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of event is unknown. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation surgery with two 375cc mentor memorygel breast implants experienced a strange line going from the left breast to the stomach, joint pain, hip pain, hair breakage, hair loss, depression, rheumatoid arthritis in hands, rheumatoid arthritis in feet and left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right sided device. See 1645337-2019-24283 for contralateral prosthesis report.